Manufacturer narrative:
UDI (B)(4). The deivce was returned for evaluation. The position of the cam when valve was received was 200mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated and tested for programming; the valve passed the test. The valve was flushed; the valve passed the test no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found the device conformed to specification when released. Based on the results of the investigation the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Upon further review of the complaint details the reported event is a malfunction not an adverse event. This report has been adjusted to reflect this change.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that during the procedure on (B)(6) 2019 the certas valve did not function. It was in a water column in 15 cm set at 110 mm and it still did not function. It was replaced with a new certas, which operated normally after its connection at 110 mm.